Event description:
Follow up with the physician found that the protrusion of the patient's vns device was first observed on (B)(6) 2013. It was unknown what the relationship of the event was to vns. Patient manipulation or trauma is believed to have caused or contributed to the event. The patient has also experienced physiological changes which may have contributed to the event. Corrective surgery was performed where the device was removed and the chest wall closed. The patient tolerated the surgery well. No other information was provided.

Event description:
On (B)(6) 2013, it was reported that the patient was admitted to hospital because the device is protruding. Attempts were made to the neurologist for additional information; however, they were unsuccessful as the neurologist is unaware of the event. Attempts were made to the surgeon for additional information; however, they were unsuccessful. In the initial report it was stated that corrective surgery would be performed on (B)(6) 2013.